Manufacturer narrative:
Per the customer, the autopulse platform (s/n (B)(4)) will not be returned for evaluation as they were able to clear user advisory (ua) 45. Since the device was not returned, physical investigation of the platform could not be performed and an exact root cause could not be determined. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Therefore, the probable cause is use error. In the case the device is returned, a supplemental report will be filed .

Event description:
The customer reported that while using the autopulse on a patient, the platform displayed a user advisory (ua) 45 (not at "home" position after power-on) message. They attempted to rotate the drive shaft to home position but the shaft would not rotate one full turn. The crew aborted the use of the platform and began manual CPR. No consequence to the patient was reported. The customer called back stating they resolved the advisory 45 back at the station a day later.